Event description:
On (B)(4) 2011, haemonetics received a service report stating that there was a blood spill in an orthopat device. No operator or donor injury was reported.

Manufacturer narrative:
On (B)(4) 2011, haemonetics received a service report stating that there was a blood spill in an orthopat device. No operator or donor injury was reported. Upon eval no external signs of fluid spill were apparent. Blood was found on power supply, hydrophobic filter, ac filter, chassis floor. The sue was also blown. No burning or carbonization was noted. Haemonetics was unable to confirm deployment of spill bag. Complete disassembly and cleaning were required. Haemonetics replaced the power supply and fuse, ac filter, centrifuge, and distribution pcba, battery, header arm bottom cover, and centrifuge cover due to the fluid spill. The device is ready for use. Haemonetics (B)(4).